Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on july 28, 2022, with lot number 2370470. Analysis of the returned device identified: opening curved on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior and opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease smooth on posterior assessed as fold flaw opening.